Event description:
During a vats right lower lobectomy procedure, although the device seemed to have fired correctly, it was later noticed that the lung was opening up where the instrument had transected. After performing an air leak test, it was noticed that there were no staples where the device had fired. The surgeon had to hand-sew the lung, resulting in an additional 30 minutes to the procedure time.